Event description:
It was reported that the elective replacement indicator was triggered and that there may have been premature battery depletion. The device was removed and replaced with a competitor device based on the patient request. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 93% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was analyzed. Battery depletion was indicated as time of recommended replacement time in save to disk occurred on (B)(4)-2012 device rrt<=2.6251 volt. The weekly battery voltage trend data shows battery was 2.629 to 2.616 volts between (B)(4)-2012. One patient alert for low battery voltage occurred on (B)(4)-2012 02:15:00.